Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged. Further information indicated that the lead exhibited undersensing and loss of capture, thereby prompting an x-ray to be done which confirmed lead dislodgement. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported.